Event description:
A report was received that the pt's ipg was explanted. During a lead revision procedure, the leads were showing high impedances when inserted into the ipg. The ipg was replaced and impedance were in the normal range.